Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; there is only one set of setscrew marks on the is-1 connector pin and it is too proximal which indicates the lead was not fully inserted into the device. Full lead analyzed.

Event description:
It was reported the lead had a jump in impedance due to a suspected fracture. Short intervals were observed on the holter monitor. The lead was removed and replaced. No patient complications have been reported as a result of this event.